Event description:
The AED was reported to be used in a rescue attempt in 2002. The patient was reported to be in cardiac arrest, "the AED was placed, the AED analyzed, charged, and prepared to deliver. The rescuer pushed the rescue button and the device, clicked, snapped, posted a call for service and would no longer continue".